Manufacturer narrative:
(B)(4). The device was returned to edwards lifesciences for evaluation. The following was observed during preliminary visual inspection: the center portion of the balloon was fully separated; longitudinal and radial balloon burst with no missing pieces; minor flex tip gouges.  Investigation ongoing.

Event description:
As reported by field clinical specialist (fcs), during inflation of the 26mm commander delivery system, the balloon burst. Around 21cc were inserted before the balloon burst. Balloon aortic valvuloplasty (bav) was not performed. The patient did not have a contrast CT performed, the field clinical specialist (fcs) was unable to perform the work-up. However, after reviewing the tee performed by the site, the valve did not look severely calcified. There was mild/moderate leak post deployment, so a 25mm balloon was used to post dilate. The patient left with trace leak, in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation locked and inserted through the loader assembly.  A radial and longitudinal balloon burst was confirmed during visual inspection. There were minor flex tip gouges. Due to the returned condition of the device (inflation balloon burst), no relevant functional testing could be performed.  Single wall thickness of the inflation balloon distal to the observed burst was measured and found within specification. The commander IFU, prepping manual and training manual were reviewed for instructions involving commander preparation and use. No IFU/training deficiencies were identified. During the manufacturing process, the balloons were 100% dimensionally inspected. All samples  taken for burst testing passed the testing. The commander delivery system was 100% leak tested prior to release. Additionally, the related work order underwent product verification (pv) testing as a requirement for lot release; no failures occurred in the pv samples. These inspections and tests during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint.   Per the complaint description, ¿the balloon burst¿around 21cc were inserted before the balloon burst¿. The patients vessel characterization was not provided however as stated in description ¿tee performed and the valve did not look severely calcified¿; however, it is likely that the balloon burst during inflation once the balloon came in contact with calcification. It is possible that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences. The technical summary documents a review of balloon burst complaint investigations on returned devices. In these complaints, there were no confirmed visual or dimensional nonconformances for any of the returned devices. Based on available evidence, it was found that patient factors, such as calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The burst balloon would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy leading to separation of the balloon. As such, it is likely that patient/procedural factors (calcified native valve/withdrawal of burst balloon) contributed to the reported events. The complaints for ¿balloon ¿ burst¿ and ¿balloon separated¿ were confirmed. However, no manufacturing non-conformances were identified in the returned device. Available information suggests that patient/procedural factors (calcified native valve; withdrawal of burst balloon) likely contributed to the complaint events. Since no manufacturing nonconformances or IFU/training inadequacies were identified and the complaint rates for the applicable trend categories did not exceed their respective control limits, neither pra escalation nor corrective action is required at this time.